Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zebd-7-10 devices. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician used the reported zebd-7-10 as usual, but the guide wire did not go through the stent. Then, he checked it and found it was kinked. The second and third zebd-7-10 had the same issue ((B)(4)). A stock zebd-7-10, the fourth one, was used without a problem ((B)(4) - 0.025 inch wire guide was used in the procedure. This file will capture user error for zebd-7-10 placed successfully in the patient. No adverse events to the patient were reported. Sales rep's comment: the part of kink is possibly the pig-tailed part. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact : please indicate where the device was stored prior to use. A stock (4th of zebd-7-10) was used instead. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide2/olympus. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Unknown). If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? (Unknown). Was the device at the centre of the complaint inspected for damage prior to use? Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? A stock (4th of zebd-7-10) was used instead. Was a straightener used to straighten the stent? (Yes). For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? (Unknown).